Manufacturer narrative:
Batch review performed on 28 june 2016. (B)(4). On 30 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: the cause for re-operating on this tka after two months is, according to report, a haematoma. A procedure for cleaning was undertaken. During such procedures, it is customary that the pe insert is exchanged to a new one. This does not mean that a problem arose with said component. On 30 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The surgeon swapped the poly for a hematoma evacuation. The surgery was completed successfully. X-rays and explants are not available.